Event description:
It was reported that the patient was revised due to pain, multiple dislocations, metallosis, pseudotumor and elevated metal ions approximately 8 years post implantation. During the revision, mild wear was found to the trunnion was found, leading to chronic instability. Damage was noted in much of the abductor musculature, proximal portion the vastus lateralis, a portion of the short external rotator muscles, and necrotic tissue to the gluteus minimus. It was also noted that there was grey-tinged fluid in the hip joint, but patient was negative for infection. The stem was left intact, and all other components were replaced with a mixed manufacture combination. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Medical devices: catalog number:00801803604 lot number: 62178302 brand name: cocr heads; catalog number:00620006022 lot number: 62086037 brand name: f/m acet shell 60mm; unknown stem; unknown epsilon liner. Multiple reports were submitted along with the report 0001822565-2022-01008, 0002648920-2022-00084 and 0001822565-2022-02036. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d2; d4; g3; g4; h2; h3; h4; h6. Visual examination of the additional provided pictures identified the explanted head, shell, liner, and screw, all covered in bio-debris. The head shows black debris and damage is noted to the liner from explant. No further evaluation can be made from the provided pictures, and pictures were not provided of the stem. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision was performed as the patient was experiencing chronic instability with 3 dislocations, trunnions, and elevated metal ions. During the revision, extensive tissue damage was encountered with necrotic tissues from metallosis. Black debris was noted between the head and stem. The surgery was completed with zimmer and depuy products, and a drill bit broke deep within the bone but was not retrieved. The drill bit was likely a depuy product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the liner and stem. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.